Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a sigmoidectomy, after the device was fired it was difficult to remove. The surgeon checked by hand and the tissues were not cut. Laparoscopically, the anastomosis was opened and the stapler was released using the laparoscopic scissors. The stapler was extracted and the anastomosis was redone. The rectum was linear stapled again with a egia60amt. The colon was again moved out the abdomen to perform a new purstring. A new circular stapled anastomosis was performed with a eea2835 without difficulties. There was unanticipated tissue loss of 3cm of rectum and unanticipated tissue damage. Or time was extended by more than 1 hour and 30 minutes, there was no blood loss greater than 500cc. No reinforcement material was used. Due to the preoperative status, an ileostomy was performed. The patient will be evaluated again in two weeks.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single use stapler with 3.5mm staples opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)